Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt231214/8020991, pxc201000/8453453) to repair an abdominal aortic aneurysm. Left common iliac artery on contralateral side is only 2cm which was thought to be too short. But, pxc201000 was implanted. On an unknown date, follow up was performed. Any endoleak was not confirmed, but pxc201000 seemed to be moved to proximal. On (B)(6) 2015, pxc201000 was clearly moved to the proximal and type ib endoleak was found. The aneurysm was enlarged from 53mm to 71mm. On (B)(6) 2015, the patient underwent endovascular intervention and coil embolization of the left internal iliac artery was performed and an additional gore® excluder® component was placed to extend coverage. Type ib endoleak was disappeared. The patient tolerated the procedure.